Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level the day before and they also experienced sensor issues. Sensor glucose was 200 mg/dl and blood glucose was 400 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported event. Auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose incident. Customer also reported that they were getting alert to change sensor and sensor updating. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.